Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the x-rays were received. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. Product analysis was completed on the generator. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance. The patient had a generator replacement due to end of service and once the new generator was connected high impedance was received (10,000 ohms). It was noted that there as a lot of fibrosis around the generator site. X-rays were ordered but they have not been provided to the manufacturer for review. The patient did not have the lead replaced that day and the generator was left off. There was no manipulation or trauma. Review of programming history indicated that the high impedance was received prior to surgery and was present since (B)(6) 2012. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.